Manufacturer narrative:
After further review, it was determined that this is a duplicate file. The h10 of mrn 9616066-2020-00077 is provided below. No product will be returned per customer. The customer complaint could not be confirmed because the product was discarded and not returned for failure investigation. The root cause of this failure was not identified.

Event description:
It was reported that 2 sets separated in the adult medical ICU. No additional information has been made available to date.

Manufacturer narrative:
No product will be returned. The customer¿s complaint could not be confirmed because the product will not be returned for failure investigation. The root cause of this failure was not identified.

Event description:
It was reported tubing separated in the adult medical ICU.